Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h4, h6-types of investigation, investigation finding, component code, investigation conclusion, h11. A getinge field service engineer (fse) reported that they replaced the touch screen assembly. The unit passed all functional and safety tests and was returned to customer.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine inspection, the cardiosave intra-aortic balloon pump (iabp) touch screen is not responsive. There was no patient involvement.